Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibia to address undiagnosed tibial fracture after a fall accompanied by tibial component migration, pain, and instability. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen articular surface catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in new zealand. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.